Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
It was reported the patient received the following results within 15 minutes: 164 mg/dl on the guide meter (system 1) and 329 mg/dl on the aviva meter (system 2).